Event description:
Philips received a complaint on the v60 ventilator indicating that the part information was needed for the device touchscreen. The device was reported to be outside of use at the time of the reported problem. There was no patient harm reported. The customer informed the remote service engineer (rse) that there were touchscreen issues. The customer was unable to calibrate the touchscreen.

Manufacturer narrative:
It was confirmed that a replacement touchscreen was ordered and received but had not yet been installed. The customer confirmed that the replaced faulty touchscreen would be returned to philips for evaluation. The material ordered touchscreen aligns with the recommended repair of the reported malfunction per the service manual. The customer did not answer a subsequent request for confirmation of the part replacement and resolution. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.